Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received and visual inspection noted the broken reaming head was jammed on flexible shaft. Due to the jammed reamer head measurement of the relevant dimensions on the flexible shaft were not able to be completed. The outside diameters were found within specification. The shaft was bent with markings located at the machine coupling. The coupling prong were twisted during mechanical overloading. A review of the device history record did not show conditions that could have contributed to the reported event. The complaint therefore is considered invalid from a mfg perspective.

Event description:
It was reported that during surgery the distal section (reaming end) of 8.5mm medullary reamer head broke during im reaming. Pieces could not be retrieved and were left in the pt. The remaining reamer head piece (distal end) became jammed on the flexible drive shaft and 2.5 reaming rod. This complaint is on the flexible drive shaft. This is 2 of 3 reports for the same event.